Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported that a partial stent deployment occurred. The 70% stenosed, focal target lesion was located in the non-tortuous and moderately to severely calcified left superficial femoral artery (sfa). Following pre-dilation, a 6 x 150 x 130 innova stent was advanced ipsilateral over a .018 v-18 wire inside a non-bsc 6f sheath and stent deployment was initiated. The stent was deployed 120mm using the thumbwheel, and then the thumbwheel felt free. The physician attempted to use the pull grip to deploy the remainder of the stent. The stent was unsuccessfully deployed. The physician then opened the handle to manually deploy the remainder of the stent. The stent was not elongated or fractured. There were no patient complications reported and the patient¿s status post procedure was stable.